Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a concentric lesion located in the mid right coronary artery with mild tortuosity, mild calcification and was 100% stenosed. An unspecified balloon catheter of smaller diameter was initially used to pre-dilate the lesion. Additional pre-dilation was performed with the 3.0 x 15mm trek rx balloon dilatation catheter (bdc) which successfully crossed the lesion without resistance. However, during the first inflation, the balloon ruptured. A non-abbott balloon catheter was used to complete the procedure successfully. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.